Event description:
Information was received that a smiths medical custom bivona tracheostomy had a balloon deflate. It was reported to be unknown whether the device was tested.

Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.